Event description:
It was reported that the pt was intraop with a new lead and a new implantable neurostimulator. High impedances were recorded on all unipolar and bipolar combinations. The ins was changed, but that did not resolve the high impedances. Drying the lead off and reinserting it did not resolve the issue, impedances over 4,000 ohms on all unipolar and bipolar pairs. Ultimately, changing the lead resolved the impedance issues. Pt information could not be obtained. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).